Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, poor sleeve function was seen with one device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, poor sleeve function was seen with one device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one sample and one photo for investigation. The photo shows an unseated sleeve and a large epoxy bead. No leakage is observed. The returned sample was visually inspected and an unseated sleeve component was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode: leakage. This complaint has been confirmed for improper placement. Bd was not able to identify a root cause for the defect observed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.